Manufacturer narrative:
See related regulatory report 2029214-2019-00029. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of marathon that catheter ruptured during onyx injection. The patient was under going embolization treatment for a cerebral arteriovenous fistula. The vessel was observed moderately tortuous. It was reported that marathon was approached to the target vessel and onyx was injected. There was resistance felt when the syringe was pushed in the middle of the procedure, the distal end of the catheter was pulled a little and the onyx was injected again. At that time, it was confirmed that the onyx came out from the middle part near the tip instead of the tip. Therefore, the injection was stopped. The catheter was collected. There were no reports of patient injury in association with this event. The procedure was completed with another device. Reoperation was not required. The surgical time was extended by less than 30 min. (B)(6).